Event description:
After the initial start up the impella was functioning as it should. After several minutes the placement signal alarm unreliable alarm came on. The placement signal looked fine and matched the patient¿s blood pressure. Then the signal itself would come and go intermittently. Then once the catheter was weaned to p2 the signal stabilized and returned to normal. The complainant reported past issues with the pump, but the pump was not removed in this instance.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs from the reported day of event are consistent with complaint and show large number of error messages related to invalid placement signal samples due to low snr (ossiopsens set invalid_bad_snr_sample_mask), followed by a ¿placement signal not reliable (optical signal-to-noise ratio) - alarm issued¿ event #130. Additionally, the logs revealed two instances of the same error occurring with different pumps, happened approximately 30 days prior to the complaint date. See attachment section for imc_logs_ic2941. Rtlog data from ic2941 for pump 449925 shows unrealistic value of raw optical signal oscillating between 0 and -3276.8, and snr below 200 (ic2941_rtlog_449925_detail.png) device analysis: this console was tested after arriving in fs. Console inspection revealed that the 5s parameter has very low contrast and low snr, depending on test cavity length: 5s - pass cl = 14340nm 5s - fail cl = 15940nm cavity length: 14330 nm snr: 5514 contrast: 59.5% lamp: 100.0% gain: 1.30 mano: 758.4 mmhg light: 2.68 v cavity length: 15941 nm snr:222 contrast:15.3% lamp: 66.6% gain: 1.28 mano: 758.3 mmhg light: 2.70 v monitoring of the output of the optical bench ccd detector revealed distortion of the analog signal, which was negatively affecting placement signal calculation. Console inspection also revealed evidence of corrupt microsd card on the rlm (rl05736 partition switching.png), which prevented the unit from connecting to wifi and streaming data (unrelated to this complaint), and a kinked impellatronic ribbon cable (unrelated to this complaint). Root cause: placement signal not reliable issues were caused by a defective optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.